Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg could no longer communicate with the external devices. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed an abbott representative interrogated the ipg and the ipg was fully functioning. The communication issue was due to user error. Troubleshooting resolved the issue. The patient is happy.